Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with their blood glucose levels fluctuating. The customer's blood glucose level at the time of incident was over 200mg/dl. The customer's current level is 230mg/dl. Troubleshoot was conducted. Air bubbles were noted in the reservoir. The customer was assisted in clearing the air bubbles. The customer was advised to monitor device, and call back if issues arise.